Event description:
It was reported that the proximal segment of the stent broke and detached in the pt's kidney following ureteral stent placement in a pt with cervix carcinoma. Percutaneous retrieval of the detached stent segment was successful. Follow-up indicated that difficulties may have been encountered during deployment of the stent. The remaining portion of the stent remains implanted and is draining well. The pt's condition is satisfactory. The device is currently being evaluated by this MFR. Following completion of the engineering eval, a supplement will be forwarded under 600037-1999-00023. Since co's follow up indicated that resistance may have been encountered during stent deployment and the pt was critically obese, co believes that pt's anatomy and/or user technique may have contributed to this event. However, without evaluating the device, co is unable to determine the exact cause of this event at this time.